Event description:
It was reported that a secondary administration set had simultaneous flow with the primary set. This occurred during testing performed by the customer. The reporter stated that they "tried both kinking the line slightly to create some backpressure as well as letting it free-flow into the sink and the two lines still flowed unimpeded at the same time". There was no patient involvement. No additional information is available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). The device was not returned and the lot number is unknown; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.